Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a normal pacemaker battery change procedure, and the patient's right atrial lead was capped and replaced due to unusually high capture thresholds. It was suspected the atrial lead had pulled back at some point resulting in loss of lead slack and an increasing capture threshold over time. The procedure was completed without further incident. The patient's condition was not known.